Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant high hba1c result for 1 patient sample tested on a cobas b 101 instrument with serial number (B)(4). The hba1c result was 7.3% on the b 101 and was reported to the patient. The hba1c result was 6% at the hospital. The measurement method was not provided. There was no allegation of an adverse event. The investigation was unable to find a definitive root cause.